Manufacturer narrative:
The customer¿s report that the tubing separated from the male luer was confirmed. During visual inspection, it was noted that the pvc tubing was completely separated from the male luer. Visual inspection under magnification noted that both sides of the pvc tubing had insufficient solvent applied at the engagement during the manufacturing process. No functional testing was performed due to the damage. Fluid was leaking from the separation. A dimensional analysis showed the tubing was within specification. The root cause of the customer¿s report was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the pvc tubing.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing separated from the male luer assembly while infusing magnesium sulfate. There was no report of patient harm. The IV was in use for 3 days.